Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 05/16/2016. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. The device will not be returned for analysis. Further information regarding device catalog and serial number have been requested, to date no additional information has been received by apollo. Without the device or serial number/catalog, the connector type associated with this event could not be determined. Device labeling addresses possible outcomes of vomiting, pain, diarrhea, constipation and intolerance as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
Reported as: a patient with the lap-band system was reported to six months after placement surgery the patient was no longer to "keep any food down at all." The patient had "horrific pains close to my port site (which I still continue to have)." The patient requested to have the device removed but continues to have constant bouts of diarrhea and gets constipated as well. Patient continues to have pain in and around where the port was placed. The pain is described to last 15 to 20 minutes, bringing the patient to their knees. The patient's lap-band system was explanted.